Manufacturer narrative:
This event has been reassessed and found not to be a reportable event and is not associated with a serious injury or potential for serious injury with reoccurrence. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was applying to a lung tissue during a lung lobectomy, it was stated that the surgeon was able to press the green button but the device did not fire. The surgeon completed the resection without a stapler. There was no patient injury.